Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9732745. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found. It was believed the issue was due to a cable between the computer and electromagnetic localization system that was disconnected. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20, d15 apply to the component 9732745. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an em tracking issue. It was not possible to track instruments. The electromagnetic localization system didn't work. The reported cause of the event was that there was a cable between the computer and the electromagnetic localization system that was disconnected. Now that system works properly. No patient was present at the time of the event.